Event description:
Patient reports that she was revised; the device "didn't steal in the cement".

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.